Manufacturer narrative:
Manufacturing review: a lot history review was performed and it was determined that a device history record (DHR) review is was required. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight, and the two-way stop cock was closed. The distal tip of the outer catheter was noted to be buckled. It is unknown when and/or how the tip of the outer catheter became damage, as it was not reported by the user. The outer catheter was noted to be stretched 53 mm from the strain relief. There was a gap between the atraumatic tip and the distal end of the catheter of 1 mm. Dried blood was observed between the outer catheter and the stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to dried blood. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. Per the reported details, an introducer sheath was not used to advance the device. The instructions for use (IFU)states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following angioplasty in a vascular stent with stenosis in a subclavian graft, the stent graft could not be deployed; therefore, the stent graft was exchanged over the guide wire for a pta balloon to complete a successful angioplasty. The vessel was reported to be patent with good blood flow. There is no reported patient injury.